Event description:
Pt reported never having therapeutic effect and having pain in her "vagina area". Pt discussed her problems with a company rep, and she went to the doctor, but was still having problems with her device. She may want to have it removed as she said, "I feel like it is causing other health problems".

Manufacturer narrative:
(B) (4).